Event description:
The technician reported the stretcher keeps moving when you lean against it while in brake mode. The stretcher is located in the hallway at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the wheel rubber to be worn out and made the stretcher move on their linoleum tile floor. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on his bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.